Manufacturer narrative:
(B)(4). The returned plug was evaluated. There were indications of device usage, but there were no indications of damage, that the plug migrated, or in any other manner contributed to the cage migration. The witness marks on the returned rod indicated that once the construct was tightened, it remained in a fixed position as intended. There were no device problems found. A review of the DHR did not identify any manufacturing issues which would have contributed to this event. Reference reports: 3012447612-2018-00693 thru 3012447612-2018-00702.

Event description:
It was reported that a competitive cage migrated approximately three and a half months post-operatively. A zimmer biomet construct built of four pedicle screws, two rods, and four plugs was used as supplemental fixation with the cage. There were no specific malfunctions reported in association with the zimmer biomet devices. However, a revision surgery was performed to address the migrated cage. One rod and two plugs were removed and replaced during the revision. This is report one of ten for this event.